Event description:
Haemonetics received a complaint on (B)(6) 2012 for an orthopat device with the description "noisy in the centrifuge." No patient/operator injury associated.

Manufacturer narrative:
Haemonetics received a complaint on (b(6) 2012 for an orthopat device with the description "noisy in the centrifuge." No patient/operator injury associated. Upon evaluation of the device on (B)(4) 2012, evidence of fluid ingress was noted with damage to electrical components. Electrical components replaced due to damage from the spill are top deck distribution board and the centrifuge. The device was cleaned, upgraded and is now ready for use. (B)(4).